Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the electrode pads continuously flashed a red light. Available details indicate that a third-party vendor repaired the device, and the device was returned to normal function. However, no further information regarding the repair was provided. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The absence of further calls supports that the reported problem was resolved. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that during the daily startup check, the heartstart xl+ defibrillator's electrode pads continuously flashed a red light and could not be used. There was no reported patient involvement.